Manufacturer narrative:
Additional information for:g4, g7, h2, h3, h6, and h10. The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 9mm amplatzer septal occluder (lot#7065621) was selected for implant. During the procedure, it was discovered that the proximal disc was deformed in a cobra shape. The device was removed from the patient and exchanged for a new 9mm amplatzer septal occluder (lot#7199087) which was successfully implanted. The patient remained stable throughout the procedure and there was no clinically significant delay in the procedure. The patient is reported to be discharged.